Manufacturer narrative:
Date of device breakage is not known. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Date of implant reported as approximately one year prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date reported as approximately one year prior to explant without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a t10-pelvis revision due to two (2) broken pelvic screws. Both of the pelvic screws had broken off below the neck of the head of the screw postoperatively. The surgeon removed the broken left hand screw (9.0mm titanium (ti) matrix polyaxial screw 70mm thread length) fully and replaced it with a matrix screw. On the right side, the surgeon was unable to remove the other pelvic screw (9.0mm titanium (ti) matrix polyaxial screw 90mm thread length) so it was left in and a new pelvic matrix screw was implanted right next to it. In addition, two (2) matrix locking cap without saddle were also explanted, with no allegation against them. The remainder of the hardware remains implanted. A final x-ray was taken. The surgery was successfully completed without any patient harm, additional medical intervention and without any surgical delays. It was reported that there were no unanticipated x-rays required. Patient outcome is good. The patient was initially implanted with the unknown matrix hardware on an unknown date approximately one year prior to explant. The intraoperative event of the malfunctioned instruments is captured in (B)(4). This report addresses the revision procedure. Concomitant devices reported: unknown matrix hardware t10-pelvis (part number unknown, lot number unknown, quantity unknown), matrix locking cap without saddle (part 09.632.099, lot number unknown, quantity 2). This report is for one (1) 9.0mm matrix polyaxial screw. This is report 1 of 2 for (B)(4).